Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information received indicates that the physician decided to use a cardiac resynchronization therapy pacemaker (crt-p) to pace the left bundle and the apex of the right ventricle (rv). As a result, the brady lead was deployed for the apical rv position. Later, the physician determined that only a dual-chamber pacemaker with an atrial lead and a left bundle lead was needed. This brady lead will not be returned for analysis.